Manufacturer narrative:
Summary memo of evaluation. (B)(4).

Event description:
The dental implant fx3610swc was removed on (B)(6) 2020 due to failure to osseointegrate 4 months and 8 days after implantation. The patient has no significant medical history. The doctor noted local infection during explantation. The patient has recovered without complications.